Manufacturer narrative:
Physio-control received additional information from the customer. The customer indicated that the patient's skin was dried by the medic prior to applying the defibrillation electrodes. The patient continued to be extremely diaphoretic throughout the event. The likely cause of the intermittent loss of connection through the defibrillation electrodes was due to the patient's continued diaphoresis.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Further examination of the device's electronic patient record, verified the reported issue. The customer stated that the therapy electrodes were placed on diaphoretic skin and they were unsure if skin prep was completed. The lifepak 15 monitor/defibrillator operating instructions state "clean and dry the skin, if necessary. Briskly wipe the skin dry with a towel or gauze." This is to ensure better electrode adhesion to the skin. The likely cause of the reported issue was due to poor therapy electrode contact to the patient's skin due to diaphoretic skin.

Event description:
The customer reported to physio-control that during a patient event, they were unable to determine the patient's ECG rhythm through the defibrillation electrodes. The customer indicated that they observed some ECG artifact during CPR compressions and then only dashed lines were visible on the display following compressions. During a pulse check the provider disconnected and reconnected the therapy electrodes and verified that the pads were attached to the patient. The patient, a (B)(6) old male, did not survive the event.